Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 587 mg/dl. Cause of bg level was not known. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Pump was removed and customer was treated with intravenous fluids of insulin and "sugar water". Customer was discharged 2 days later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.